Manufacturer narrative:
The device was received with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found. Correction - g2 - report source - user facility should have been selected in initial report.

Event description:
The product was returned due to patient death without a complaint associated to the product. Cause of death: cardiac arrest, malignant neoplasm of unspecified bronchus or lung and dementia.